Manufacturer narrative:
Please note the corrections to the h6 health impact code: the reported event could be confirmed. The device was not returned ("because no product malfunction was confirmed") but evidences were provided, based on provided x-rays, which matches the alleged failure. Since x-rays were provided, the opinion of a medical expert was sought and stated as following: "this is a procedure-related, surgeon-related adverse event. The improper position of the humeral stem (ascend flex) is most likely related to bone preparation and cementing issues leaving the humeral component in too much varus and standing proud above the intended depth. It is surprising that it was not corrected immediately, as the malposition was noted during the first surgery. The implant assembly looks completely intact, and I see no issue in sizing. All in all, not a device-related adverse event, but a user-related one". Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a procedure-related adverse event (improper position of the humeral stem noted in per-op). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Shoulder arthroplasty was performed for right shoulder osteoarthritis on (B)(6) 2023. Revision surgery will be performed on (B)(6) 2023 because implant placement of the humeral stem at the first surgery was not good. There was maybe not product issue but procedural issue because the sales rep reported no product malfunction was confirmed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Shoulder arthroplasty was performed for right shoulder osteoarthritis on (B)(6) 2023. Revision surgery will be performed on (B)(6) 2023 because implant placement of the humeral stem at the first surgery was not good. There was maybe not product issue but procedural issue because the sales rep reported no product malfunction was confirmed.